Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a competent authority reported via email that the tip of an ar-8737-42 threaded guide wire broke intraoperatively inside the patient's right wrist. The surgeon attempted retrieval but was unsuccessful, and the tip remains in the patient's wrist. The surgeon and surgical team have been made aware. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 5/12/2025: the orthopedic procedure was successfully completed. The surgery experienced a 15-minute delay before proceeding as planned. However, no additional anesthesia was administered to the patient beyond the initial preparation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.